Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 03/12/2024, it was reported by a sales representative via email that an ar-3740sp double loaded knotless knee fibertak anchor, self-punching 2.6 mm, ve5 anchor did not deploy and pulled out. This was discovered during a case. Additional information received on 3/18/2024: this was discovered during a lateral extra articular tenodesis procedure. The case was completed by using a metal staple. Since the ar-3740sp knotless knee fibertak was removed and the staples were implanted, the case was delayed between five to ten minutes. Additional anesthesia was not needed and the patient suffered no negative effects.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion.